Manufacturer narrative:
The device was explanted on (B)(6) 2016. This report was filed on may 26, 2016.

Manufacturer narrative:
This report is filed february 1, 2016.

Event description:
Per the clinic, the device was explanted (date not reported) due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.